Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels (301-367 mg/dl) beginning on (B)(6) 2016. The customer stated they were thirsty and frequently urinating. Correction boluses via the pump were delivered to address bg levels. System check with tandem technical support indicated the pump was performing as intended. The customer declined to change their site at the time of troubleshooting. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.